Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin one of ambient light sensor. Possible under delivery anomaly not confirmed during testing. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin which resulted in high blood glucose values of the customer. The customer's blood glucose was 16 mmol/l at the time of incident. Customer¿s current blood glucose level was 7.7 mmol/l. The customer treated high blood glucose values using insulin pump. The customer alleged that the insulin pump was under delivering insulin as they frequently experienced hyperglycemia. The insulin pump also received a hardware low levels failure alarm while troubleshooting was high blood glucose values. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was performed for high blood glucose values. The device will not return for analysis.